Event description:
It was reported that during routine device change-out, externalized conductors were noted. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.